Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaited device was not send back for an investigation to the service laboratory in melsungen and the customer had no more details about the pump. During the investigation of the history log files no flow deviation could be detected. At the visual inspection it could be detected that all cover caps on the screw pillars and the seal were available and undamaged. No visible damages could be detected. A delivery accurancy measurement was performed. All values according to the specifications of the technical safety check (tsc). During the disassembling the device no damages inside could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): "delivery rate outside tolerance"